Event description:
It was reported that the device displays last error code (lec) 1871 when powering up. Per reporter, on attempting to deliver an infusion, the pump immediately powers off and on, then alarms ¿battery depleted¿ and will not stop alarming until the batteries is removed and re-inserted, at which point it reboots, again displaying lec 1871. There was unknown patient involvement.

Manufacturer narrative:
E1: phone number and address line 2: (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log shows 1871 error. Functional testing found a defective downstream occlusion (dso) sensor and a defective motor. The motor and dso sensor were replaced.